Event description:
It was reported that the customer experienced an intermittent blood glucose (bg) level of 525 mg/dl. Bg level was addressed with a correction bolus via the pump, manual injection and supply change. Reportedly, the customer was using cold when filling the cartridge. Tandem technical support educated the customer on insulin labeling.

Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.